Manufacturer narrative:
(B)(4). On an unreported date; the patient was doing well, peritoneal effluent fluid was clear, and the patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). On an unreported date, antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin 2 gram (frequency, route and duration not reported) and gentamicin (dose, frequency, route and duration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this peritonitis event was unknown. Dianeal therapies were ongoing. No additional information is available.